Manufacturer narrative:
Software logs were reviewed for this event. It was determined that this event is consistent with a known software anomaly and this event has been added to that record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the verify instruments task of a sacroiliac and thoracolumbar spinal fusion procedure, the system unexpectedly exited. The manufacturer representative (rep) on site was in the room adding a toolcard and when he clicked "add" the system unexpectedly exited to the appliance launcher. They were able to read the toolcard when logging back into spine and proceeded without issue. No delay, this was while they were prepping the patient still. No checkout requested because the system was not under contract. There was no reported impact on patient outcome.